Event description:
Caller reported that an occlusion alarm occurred. Customer changed the pump supplies and resumed insulin therapy. Customer¿s blood glucose (bg) level was over 1500 mg/dl with ketones. Elevated bg was addressed by correction bolus via pump. Ultimately, the customer went to the ER and subsequently admitted into the intensive care unit (ICU). Customer was treated with intravenous fluids of saline and insulin. Tandem technical support performed a system check and the pump is functioning as intended. Multiple attempts were made by tandem¿s technical support to obtain a release date; however, no response was received.